Event description:
It was reported the patient presented to the emergency room after receiving multiple shocks. The device was found to be in back-up operation. The device was explanted and replaced.

Manufacturer narrative:
The reported reset was verified in the laboratory. The reset was due to a depleted battery. Review of the device's stored egms revealed that the device performed multiple hv charges on the day of reset. It is believed that the patient had an arrhythmia and all hv charges were normal based on how the device was programmed. The hv charging activity depleted the battery.